Event description:
Dynamic array is struggling to boot and unstable. Initial report: it was reported to philips that the system took an extended time to boot. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.